Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers drive support cap was flushed. Customer¿s blood glucose level was 10.6 mmol/l. It was reported that the customer was changing infusion set, and received a motor error message. The customer reported that they took battery out of the insulin pump and was advised to put a battery and was able to clear assisted. Customer was able to complete insulin pump rewind. Troubleshooting was performed for motor error alarm. It was reported that they had no errors occurred during the self-test. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back-up plan. The insulin pump will not be returned for analysis.